Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported that a housekeeper received a back injury while cleaning an isolibrium mattress. No additional details were given regarding the injury or any possible medical intervention, and no defect with the mattress was alleged.

Manufacturer narrative:
The customer reported that the housekeeper was cleaning the mattress by herself, and that she did not require time off work following the alleged event. The stryker sales representative worked with the customer on ensuring that two staff members are present while cleaning the mattress. The issue was resolved for the customer by the sales rep discussing proper cleaning practices with the account and confirming that nothing further was required at this time.

Event description:
It was reported that a housekeeper received a back injury while cleaning an isolibrium mattress. No additional details were given regarding the injury or any possible medical intervention, and no defect with the mattress was alleged.

Event description:
It was reported that a housekeeper received a back injury while cleaning an isolibrium mattress. No additional details were given regarding the injury or any possible medical intervention, and no defect with the mattress was alleged.